Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed at the the forceps opening could not be identified and a definitive root cause of the issue could not be determined, however, due to the observed leak in forceps channel, it is possible that device reprocessing could not properly be performed. The event may be detected/prevented by following the instructions for use sections below: ·chapter 6 application and conditions of cleaning, disinfection, and sterilization. ·chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope exhibited air/water flow issues. There were no reports of patient harm or impact associated with this event. During testing and inspection of the device, residual liquid or foreign material comes out of the channel tube, which had been attributed to insufficient cleaning. The customer cleaned, disinfected, and sterilized the device before it was sent to olympus. The customer is unaware what the foreign material is. There was no delay in the start of precleaning. The customer aspirated the water through the instrument/ suction channel. It is unknown if there were any abnormalities in the accessories for reprocessing. The customer wiped/brushed the instrument channel outlet with lint-free cloths, brushes, or sponges. The customer brushed the instrument channel, port and suction cylinder.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found air/water leakage from the instrument/suction channel. Furthermore, the following additional issues were identified during inspection: residual liquid or foreign material comes out of the channel tube. This condition is caused by insufficient cleaning, forceps channel has pinhole, due to a pinhole on air water-tube, water tightness is lost, because forceps channel port is shaved, water tightness is lost, due to damage on aw-cylinder, water tightness is lost, the angle wires were stretched, the instrument channel is buckled or deformed, paint on air water-cylinder is peeled, ultrasonic transducer has corrosion, connecting tube has a scratch, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.